Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being stuck on the act screen and received a max delivery alarm. Customer stated that their blood glucose reading was 400 mg/dl due to eating and not bolusing. Customer also mentioned that when giving insulin and entering sugars it does not show the bolus wizard. Customer's most recent blood glucose reading was 224 mg/dl. No further information reported.